Event description:
End user's wife reported he used the ultram14c, qty 1 from 1 mu box, lot unknown which caused him a uti which lead to sepsis and a 3 day hospitalization. Consumer is a 70 year old man and has been cathing 4-5 x a day for 4 yrs from retention from bph. He was always used to using the bard magic 3 go 14 fr coude and he was sent the ultram14c as his usual catheter is unavailable. This was his first and only time using this catheter and he noted it was difficult to insert due to lube feeling "very dry". Wife stated he had a little bit of bleeding with that cath; felt like "it scratched him" due to it's dryness in urethra with use and then a "few days later he started with uti symptoms" which progressed quickly to chills and high fever. He was brought to the hospital and admitted for 3 days diagnosed with uti and sepsis from it. She said they kept him in hospital for 3 days as he has some other medical issues. She said he thinks the use of this catheter, the urethral injury with use could have attributed to the sepsis. She said they kept him in the hospital and gave him IV antibiotics and he was prescribed an oral antibiotic.

Manufacturer narrative:
A2: age: 70, sex: male. D2: common device name: catheter, straight. E1: patient country: united states. G1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant country: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005471919.